Event description:
Boston scientific received information that post software upgrade, upon ending the commanded threshold testing, loss of capture resulting in asystole greater than two seconds was observed after the end button was pressed. An internal technical service consultant was contacted. It was determined this was likely due to telemetry wand insulation damage which interfered with conductor integrity and the signal quality, the wand position or the hospital electrical grounding. Further investigation of the issue is intended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this programmer remains in service. This is the information known at this time. Should additional information become available, this event will be updated.